Manufacturer narrative:
Unit received with operating currents within spec. Unit passed displacement test, self test and unexpected restart error test. Unit alarmed motor error during basic occlusion test due to faulty sensor resistor (gold). Unable to perform prime test, excessive no delivery test, delivery accuracy test and occlusion test due to motor error alarms. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed with multiple no delivery alarms even after infusion set changes. The customer¿s blood glucose level was 198 mg/dl at the time of the incident. The customer also reported that the insulin pump alarmed motor error along with the no delivery. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.